Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter (bec) that the coulter hmx hematology analyzer leaked approximately 10ml of fluid consisted of cleaner and diluted blood. The leak was found under the instrument while processing samples. The customer was wearing a lab coat and gloves at the time of the occurrence. There was no injury or exposure to open wounds or mucous membranes, and medical attention was not sought. Msds was not reviewed, but the facility has an exposure control plan. There were no erroneous results generated in connection with the leak. Bec field service engineer (fse) refitted a loose screw that holds the bottom part of needle bellows, resolving the issue. The fse verified repair per established procedures, and the results met published performance specifications.